Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting blood glucose levels up to 500 mg/dl with headache, dizziness, foggy vision, and feeling overheated. The patient reported having elevated blood glucose levels related to an issue with bolusing. The bolus history was reviewed and found no cancelled boluses. After troubleshooting the pump, it was found that the patient was programmed 0.00 unit boluses after calculating the bolus. The patient was advised that after the pump calculates the recommended bolus, the desired bolus amount needs to be dialed in manually. This report is made based on the allegation that the patient experienced hyperglycemia related to use error of not inputting the desired bolus amount.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/08/2014 with the following findings: the pump powered on with appropriate audible and vibratory function. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump insulin remaining units were found to be calculating correctly. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen was found to be discolored.